Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button is intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wears the pump in a pocket with a pump skin and cleans the pump with a damp cloth. This complaint is being reported because the reported keypad issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted 11/08/2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: testing confirmed the down and contrast buttons are intermittently responsive. The keypad was intact and was removed for investigation. Contamination was found under the contrast, up, and down keys. Unrelated to this complaint, the case seal of the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.